Manufacturer narrative:
Additional information: date of death: april 2019. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console would go on standby after pumping a few beats. The customer tried three consoles and all generated a low helium alarm. The customer did not relate the alarms that would have caused an interruption of pumping. The patient was not on the iabp when they expired. Patient had been taken off four hours prior to the expiration. After visual inspection of the catheter, the perfusion chief stated that it looked like there was several kinks in the catheter which would be expected as the patient was obese. The chief of perfusion at the facility does not attribute the death to the device.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console would go on standby after pumping a few beats. The customer tried three consoles and all generated a low helium alarm. The customer did not relate the alarms that would have caused an interruption of pumping. The patient was not on the iabp when they expired. Patient had been taken off four hours prior to the expiration. After visual inspection of the catheter, the perfusion chief stated that it looked like there was several kinks in the catheter which would be expected as the patient was obese. The chief of perfusion at the facility does not attribute the death to the device.